Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer multiple cubie pockets were failed, three pockets were unable to be used and one pocket was not showing on the configuration and user unable to retrieve narcotic medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer performed troubleshooting and ran diagnostics. Voltage was checked on the controller board, and it was determined that the board required replacement on drawer 3-1. The area underneath the cubie pockets was cleaned, and the drawer was rebooted and reconfigured. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: encompass health rehabilitation hospital of jonesboro.